Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure prior to deployment of the stent (subject device), the inner body was not able to advance to the proximal part of the stent (subject device), it could not be deployed and the inner shaft was broken. The stent (subject device) was removed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during procedure prior to deployment of the stent (subject device), the inner body was not able to advance to the proximal part of the stent (subject device), it could not be deployed and the the inner shaft was broken. The stent (subject device) was removed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the subject stent could be advanced along with the guidewire, could not be deployed and it was removed. It was so hard that it couldn't be deployed at all, and the inner shaft was damaged. Additional information states that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was normal. The device was not returned for analysis and a review of all available information fails to identify an assignable cause or probable assignable cause for the reported event, therefore an assignable cause of undeterminable will be assigned to this complaint.